Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They placed the bullet tip onto the endoscope and realized it was extremely foggy/scratched and hard to see through. They opened another kit and used a tip from there. It was clear without any issues. No patient injury.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 to -jan-2022 was reviewed. There was a trigger identified for the review period. The trigger is being addressed under a CAPA request. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13) the device was returned to the factory for evaluation on 02/09/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The dissection tip was observed to be intact, with no visual or physical defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be have dark spots around the center of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. Testing of actual/suspected device & testing of raw/starting materials: (10/13/22/ 4105) the device was returned to the factory for evaluation on 02/09/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The dissection tip was observed to be intact, with no visual or physical defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be have dark spots around the center of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.